Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {0012494686}; product type: {0195-heartvalves}; implant date non-implantable device updated data: b1. B2. B5. H11. Lot number added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the pvl and central regurgitation were both moderate-severe. The patient's blood pressure r ecovered once the valve was recaptured. Of note, under-expansion of the valve frame was also noted upon the deployment attempt.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, upon 80% deployment, central regurgitation, paravalvular leak (pvl), and hypotension were observed. The valve was recaptured and redeployed, however the issues remained. On fluoroscopy and echocardiogram, it was observed that the valve looked strange and was not functioning well. The valve was subsequently recaptured again and withdrawn from the patient. A new valve was opened and used to complete the procedure.